Event description:
During a rf procedure in the lumbar region, while the generator was in the motor stimulation mode, the pt experienced unintentional sensory stimulation. The procedure was completed using the same equipment and without a delay. There was no intervention or add'l treatment required due to this event. There are no adverse consequences reported as a result.

Manufacturer narrative:
The account has confirmed that the device will not be returned to the MFR for eval.